Event description:
Revision of a revision total knee. Patient was scheduled for an I&d procedure for suspected infection. During procedure, it was appreciated that the femoral implant was loose. Additional information received from the rep indicated that the stem and femur were both loose. They were removed by hand.

Manufacturer narrative:
An event regarding suspected infection and femoral loosening involving a duracon stem extender was reported. The infection was not confirmed. Method results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: early after the (B)(6) 2013 revision surgery there was a new flare-up of infection requiring further intervention in (B)(6) 2014 with joint debridement where apparently also both femoral components were found to be loose. No information on procedure performed or further outcome. All aspects of this failure case, both the suspected infection and the loosening aspects are completely procedure-related as discussed with a partial secondary contribution of patient-related factors due to this patient¿s obesity. No evidence for the presence of device-related factors. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or the sterile lot referenced. Conclusions: based on the information provided, an exact root cause for the reported suspected infection could not be determined as no devices, no operative notes and no results of bloodwork for infection of the (B)(6) 2014 revision surgery or further outcome were provided for review. The medical review indicates that all aspects of this failure case, both the suspected infection and the loosening aspects are completely procedure-related with a partial secondary contribution of patient-related factors due to this patient¿s obesity. No evidence for the presence of device-related factors. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Revision of a revision total knee. Patient was scheduled for an I&d procedure for suspected infection. During procedure it was appreciated that the femoral implant was loose. Additional information received from the rep indicated that the stem and femur were both loose. They were removed by hand.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.